Event description:
Defective insulin pump medtronic 670g malfunctioned and caused a serious low blood sugar from malfunctioning "o" ring inside the pump that would not stop insulin flow into the body. This serious low blood sugar caused a low blood sugar seizure that broke my back and multiple vertebrae's and other permanent injuries. FDA safety report ID # (B)(4).